Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump received with scratched lcd window, cracked case display window corner, cracked reservoir tube lip, scratched reservoir tube window, scratched case and broken off end cap.

Event description:
It was reported that the drive support cap was loose, and the customer was unsure how it happened. No further information was provided.